Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: some arms were missing the wheels that attach to the mechanism connecting to the robot arm. Some arms had exposed wiring. Some arms were non-functional. Some arms had cabling that had snapped at the elbow of the device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, at the proximal clevis hole. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire show damage. The yaw pulley is indented. Additional observation related to the customer's complaint: the instrument was found to have one indentation on the edge of the yaw pulley. Other components adjacent to this indented pulley show damage which may indicate potential mishandling/misuse. The conductor wire is broken. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing. Common causes of the failure mode mechanical indentations/burrs instrument yaw pulley are attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product or collisions with other objects or hard surfaces.

Event description:
Refer to h11 for follow-up information.